Manufacturer narrative:
Results: a sample was received for evaluation. The sample showed the reported defect to confirm the complaint. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5077160. Conclusion: the most likely root cause of this type of defect is that the needle was not processed correctly during manufacture and did not have the np end beveled as required.

Event description:
It was reported that the bd vacutainer® 21 g x 1.5 in. Multi sample blood collection needle leaked blood during use. No injury or medical intervention.